Event description:
After the pump is set, the medication cassette is inserted and the pump is turned on, it has been noted on several occasions that the pump will appear to be infusing the medication as the light flashes, and it reads out numbers indicating that the medication is being administered. However, when the pt complains of pain, and an investigation is done, the medication cassette is still full. It is ultimately discovered that, due to user error, there is an "upstream obstruction" such as a kink in the tubing or a clamp left on the cassette. A nurse looking at the pump would initially think that the medication is infusing as there is no alarm, nor does the pump appear to be hampered in its delivery of meds. This has occasionally left the pt in pain for varying lengths of time. Since the pump's alarm when there is a "downsteam" occlusion, it would seem logical that an alarm could be sounded when there is an "upstream" occlusion, or at the very least, the pump could go on "hold" and not indicate that the medication is infusing.